Event description:
It was reported by the distributor that blood was leaking from the catheter when the dialysis treatment was started. The catheter was broken at the "y" connector. The pt lost 20-100cc of blood.